Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when any disposable was fitted into place, the warmer alarm sounded, indicating that the fluid set was not properly fitted. There was a "check disposables" interlock alarm issue. A slight adjustment of the microswitch lever was performed and the problem was fixed. There was unknown patient involvement and unknown patient harm/adverse event reported.